Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant procedure, competitor lead could not be inserted into the pacemaker. Several attempts to insert the lead into the header were unsuccessful. The pacer was not implanted and replaced. The patient was in stable condition post operation and would continued to be monitored normally.